Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they were carrying a tile when he ripped his cannula out on accident. After the event the customer put the insulin pump under the cooler, but it was dry. The customer received the button error after he took out the battery because he had a frozen screen. The blood glucose reading was 240 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window, stained end cap sticker and cracked battery tube threads.